Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Simulated use testing was performed and revealed that the device operated per specification. During visual inspection the drip chamber was observed to be twisted. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the chamber of a cysto/bladder irrigation set was twisted. This was noted before patient use. There was no patient involvement. No additional information is available.